Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a black screen. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a black screen. Information was received indicating that replacement of the power management board resolved the issue. The device was returned to service.